Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 4 hrs without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-00745 and 2134265-2014-00748. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used. The pullback was performed as long as it could. The user pushed the clutch to reposition the device, but the gear did not move. No patient complications reported and the patient's condition is stable.

Event description:
Same case as 2134265-2014-00745 and 2134265-2014-00748. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used. The pullback was performed as long as it could. The user pushed the clutch to reposition the device, but the gear did not move. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).